Manufacturer narrative:
H3, h6: the device was returned for evaluation. The visual inspection of the returned device confirms the screwdriver part of the device broke off. A piece of the broken screwdriver portion was returned with the device. Also the device is rounded off on one end and there are several nicks on the metal of the device. The contribution of the device to the reported event could not be corroborated. A medical investigation was conducted and confirms based on the information provided, although the device broke during use, there were no retained foreign bodies (¿all pieces were recovered¿), the surgery was finished with s&n back up device, without any surgical delay or patient injury reported. The requested clinical documentation had not been received as of the date of this medical investigation. It is unknown how the fragments were retrieved. The product visual evaluation confirmed the breakage of the device. The clinical root cause of the reported event could not be definitively concluded. No further patient impact would be anticipated as all pieces were reportedly retrieved with no patient injury or surgical delay alleged. No further medical assessment is warranted at this time. A review of complaint history revealed similar events for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this product and failure mode. This device is a reusable instruments that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a thr surgery the tip of a ref ball jnt screwdriver shaft broke off while tightening screw. All pieces were recovered from the patient. Surgery was finished with s&n back up device, without any surgical delay. Patient was not injured as consequence of this problem.